Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder, however front shell does not fit securely to inpen. Found also missing dosing window and injection foot. Unit paired successfully to commercial app. Inpen received leadscrew 1/2 of travel. Performed dialing alignment inspection. No misalignment of the dial was noted. Unable to perform leak test due to missing injection foot. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received with injection foot missing. This can affect insulin delivery. Unable to verify customer's concern of leaking due to missing injection foot. Inpen passed dialing alignment inspection. Therefore, dial misalignment was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced dialing alignment damage. Customer reported inpen was not working. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Customer reported dose knob/dial misalignment or slip issue. Customer mentioned dose knob / dial slip was greater than 1.0 unit. No harm requiring medical intervention was reported. Mmt-105nngyna was requested and customer response was the device will be returned.